Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of the atrial channel which resulted in several episodes of what appeared to be an atrial driven rhythm with rapid ventricular response (rvr). As a result, several rounds of anti-tachycardia pacing (atp) and shocks were delivered. Technical services (ts) was contacted and recommended possible reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.